Event description:
Additional information received reported that the patient had only 47% relief and he expected 60%. The patient reportedly wanted the system explanted, ¿ineffective stimulation.¿ it was reported that the device was explanted on (B)(6)-2013. It was reported that there was no patient injury and the patient recovered without sequela.

Event description:
It was reported that the patient experienced overstimulation, had less than 50% therapy relief in the low back, and was unable to adjust stimulation. The reporter stated that the patient could not get ¿good enough¿ coverage in the low back without experiencing too much stimulation in the legs, which made it difficult for the patient to walk steadily. It was noted that the patient fell four days prior to this report. It was also noted that the patient planned to ask the physician to remove the system, but no appointment had been scheduled yet. It was later reported that the manufacturer representative spoke with the patient and he was backing off wanting to explant at this time. The cause of the issue was determined to be over expectations of therapy. The patient was getting 50 ¿ 60% pain relief in the legs and back. The patient was to be reprogrammed on (B)(6) 2013. Additional information received reported that the patient decided against explant. A fourth program was added and it helped ¿somewhat¿ on low back coverage. There were no reported impedance issues. Additional information received reported that the patient was interested in having the device removed. The patient stated that his quality of life at home was ¿not very good.¿ the patient stated that the device was not ¿hitting everywhere¿ that the trial had. The patient stated that he was unable to clean his house or walk very far due to the pain. The patient expressed dissatisfaction with the device. The patient stated that he ¿could not get it to where he wanted it.¿ the patient stated that the implantable neurostimulator (ins) had been off for ¿about two months¿ and the pain was present when the ins was off. It was noted that the patient was scheduled for reprogramming ¿in a couple weeks¿ but the programming would reportedly ¿end up slipping¿ and it would not be at the same point that it was programmed to cover. The patient reportedly had a CT scan on (B)(6) 2013 and was waiting on the results. Additional information received reported that the patient never had therapeutic effect. The patient stated that during the trial he had a 70% reduction in pain symptoms, but the permanent implant only provided a 40% reduction. The patient expressed frustration. The patient stated that he had been programmed ¿about six weeks ago¿ but had not had therapy on since then because it did not work. The patient stated that physical therapy provided him with more symptom relief than stimulation therapy. Additional information received reported that the patient was considering having the device removed because he had tried multiple programs and the stimulation was not covering his pain. The patient stated that the trial was much more effective. The patient stated that he would like stimulation around the lower lumbar area, but was unable to get it down far enough. It was later reported that the patient received 60% relief during the trial and now ¿barely got 40%¿ from the implant. It was stated that the patient felt cramping in legs, starting in (B)(6) 2013. The cramping was not resolved by turning the implantable neurostimulator (ins) on or off. The patient was seen by his healthcare provider (hcp) and no reason was found for why the patient¿s legs were hurting. Imaging was done and the lead had not moved. The patient believed that the ins was pushing against a nerve or the ¿system was in the wrong place.¿ a revision was reportedly not offered to the patient until last month, when there was discussion of taking the system out. It was later reported that the lead was implanted in the same place as the trial and was confirmed by imaging. It was stated that the patient was the one to mention the said revision, not the hcp. The patient told the manufacturer representative and hcp that ¿he appreciated thier service, but that it was time to move on.¿ it was later reported that same day that stimulation was in the wrong location. It was stated that therapy was ¿decent¿ for him until (B)(6) 2013, when he began to have issues with this legs. It was also stated that the patient fell 2-3 times from (B)(6) 2013. Reprogramming was tried ¿so much¿, but stimulation was never in the correct location to control the patient¿s pain. It was mentioned that the hcp would not show the patient the x-ray of the leads. The system was explanted 2 days ago and the patient¿s legs quit hurting post explant, but were sore from the surgery. The patient was not able to get an appointment with his hcp until (B)(6) 2013. It was later reported that since implant, the stimulation caused swelling in the patient¿s feet and caused his legs to hurt. The patient reiterated that he had a great trial and was told that the feeling was only ¿euphoric.¿ the patient stated that he wanted a revision, but that option was not discussed. The patient now had to ¿deal with pain¿ and still took oral medication. A CT scan was done and did not show lead movement, but patient felt the leads were not placed correctly.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. Analysis of the leads, lot #va02qwy002 and #va02238012, found their bodies cut through and segmented. There were no significant anomalies. Analysis of the two anchors, product #3550-39, found one had cut silicone and the other was separated. There were no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.